Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported while ambulating with a patient, the foley catheter that was attached to the patient's leg by a secure strip, became detached where the rubber catheter meets the connecting tubing that runs to the foley bag. There was no force causing this to become dislodged. The rn was present and aware, and cleaned and re-attached the bag.